Event description:
As reported from italy by our edwards lifesciences affiliates, a 29mm sapien 3 valve implanted in the aortic position, is stenotic after an implant duration of (B)(6). Mean/peak valve gradient was above 50mmhg, and aortic valve area measured between 0.5-1.0cm2. The patient was presenting dyspnea, fatigue and heart failure. A valve-in-valve procedure was performed.

Manufacturer narrative:
Investigation is ongoing.